Event description:
A zoll distributor returned electrode belt sn (B)(4) and reported that the electrode belt was unable to communicate with a monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (unable to communicate with a monitor) has been confirmed. Upon investigation, the electrode belt was unable to communicate with a monitor. The trunk cable was pulled from j702 connector on the distribution node (dn) pca, which damaged the connector. The cause for the communication failure was isolated to the damaged j702 connector. The root cause was excessive force placed on the cable. No adverse event resulted from the defective electrode belt.